Manufacturer narrative:
A ge service representative performed an on site investigation. The supply regulator was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a high capacity disk error and the interconnect cable was damaged during a case. No pt injury was reported.